Event description:
The patient's spouse called lifescan (lfs) and alleged that the patient's meter was set to to incorrect unit of measurement. The patient visited their physician for assistance with their meter. The patient did not receive any medical attention, patient did , however, take their oral medication, prior to visiting their physician. The patient was able to reset the meter while on the phone with the lfs customer service representative. The patient's meter was previously set to the correct unit of measurement and they did not recently make any changes to the unit of measurement. Based on the information provided, there is evidence of a meter malfunction, however there is no evidence of the meter contrbuting to a serious injury (and no injury or harm was alleged). A replacement meter is being sent.